Event description:
It was reported that chest x-ray and interrogation confirmed, the atrial lead was dislodged post implant. The lead was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).